Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer called and reported he could not rewind the insulin pump and the time it was displaying was incorrect. The device displayed 12:23 pm while the actual time was 1:25 pm. Customer stated when he was in the process changing the set, when he went into the menu and rewind was not on the list. It was explained to the customer that he may not be able to perform rewind if the insulin pump were delivering a bolus or if block mode was on. Customer also mentioned battery longevity issues, which were addressed during troubleshooting. At the time of the time clock anomaly, customer's blood glucose was 122 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.